Event description:
It was reported that a vessel perforation occurred. In order to avoid open surgery or other potential complications, a 6f angiojet solent thrombectomy catheter was selected for use because the physician viewed it as the only option available. The lower extremity artery ruptured due to the passage of the 6f catheter. The vessel to be treated had a smaller diameter than the catheter used. The diameter of the device was not indicated for infrapatellar vessels. Treatment was stopped, and the perforation was treated with balloon angioplasty. The patient was well after the procedure with no additional complications.